Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found have the teflon pad damaged at the distal end. There was missing material. The teflon pad appears to be partially detached from the instrument. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the user noticed that the tip of harmonic ace was broken. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the blade was not broken off/detached from the jaws. The teflon pad looked a little loose but not detached. No fragment fell into the patient. The instrument did not collide with any other instrument or other hard material. The procedure being performed was a liver resection.